Event description:
It was reported that the right ventricular lead exhibited loss of capture and a sensing anomaly. A lead repositioning procedure was planned. However, prior to the procedure the lead returned to normal capture and sensing values. The lead remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.